Event description:
Tech found stretcher in storage tagged 'brakes'. Tech found brakes engaging but not holding.

Manufacturer narrative:
Tech found screws broken in both hex rods. Tech replaced rods and screws to resolve.